Event description:
It was reported that, during reprocessing, the subject device tested positive for 32 colony-forming units per gram (kbe) of aerob-mesophile. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The device was machine-processed by the endothermo disinfectors (etd4) reprocesser, sampled and was found to comply with the standard. According to the "swiss guideline for the reprocessing of endoscopes," the customer may reprocess and sample their device again and does not have to return it to olympus for further culture testing. The product was not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer additional information (b5) and the final investigation. The cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.